Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at site event on (B)(6) 2024. Blood glucose levels were high at the time of event. He changed site and took bolus to address high blood glucose. Patient changed supplies as necessary and resumed insulin therapy. No further information available.